Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported patient experienced elevated blood glucose levels while using the infusion device; would not go down. Caller stated patient was taken to the hospital with a blood glucose level of 22 mmol/l; treated with insulin via pen and level began to go down. Caller alleges the hospitalization is due to inaccurate deliver of insulin by the infusion device. Product was replaced and requested return of the alleged infusion device for evaluation.